Event description:
Caller reported that a cgm error 42 occurred. There was no adverse impact to the customer's blood glucose level. Cts guided the caller through a pump reset, after which the cgm error was resolved, allowing the caller to successfully start their sensor session.